Event description:
In 2009, the patient's blood glucose was elevated to over 400 mg/dl and she changed the infusion set and bolused through the infusion device. At about 10 days later, the patient's blood glucose was elevated (unable to recall value) and she changed the infusion set and received an e4 while priming. She attached a new infusion set and bolused through the infusion device. At 4 days later, her blood glucose measured over 300 mg/dl at 1:00am and she changed the infusion set. An e4 was displayed while priming and she attached a new infusion set and bolused through the infusion device. When she woke up the following morning, she switched to her backup infusion device. She stated that she changes her infusion site every 3-4 days. She was advised to change the infusion site every 2 days. Her normal blood glucose level is 130 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.